Event description:
Nellcor received a report of a tube/hub separation on an 8dct rracheostomy tube while in use. This was discovered by the nurse during routine care of the pt. It was noted that the pt just returned from a CT scan procedure. No pt harm was reported and the trach tube was replaced without incident.